Event description:
It was reported that at a regular follow-up appointment, a lead safety switch due to high, out-of-range pacing impedance measurements (>2000 ohms) was noted from this right atrial (ra) lead. Additionally, high thresholds and over-sensed myopotential noisy signals were noted. A revision procedure was recommended to resolve the event. The patient was stable with no adverse effects reported.

Event description:
It was reported that at a regular follow-up appointment, a lead safety switch due to high, out-of-range pacing impedance measurements (>2000 ohms) was noted from this right atrial (ra) lead. Additionally, high thresholds and over-sensed myopotential noisy signals were noted. It was alleged these observations were the result of a ra lead conductor fracture. A revision procedure was recommended to resolve the event. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the lead remains implanted and no adverse patient effects were reported.